Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading was 33 mg/dl. The threshold suspend did not automatically turn back on after suspension. Nothing further reported.